Event description:
It was reported by the physician that the patient's device was at low battery. There was concern that the battery percentage was low based on the settings and the limited use of the magnet for the patient. A manufacturing review was performed and the device was found to pass all functional tests prior to distribution. No additional relevant information has been received to date.

Event description:
Additional programming data was received and the device was shown to be at a 25% battery life with only 24% battery consumption. This indicates that there is a premature end of life issue with the generator. Through the manufacturing review the device was shown to have been a laser-routed device. It was previously identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process during manufacturing which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected.